Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image. The issue was observed during preparation for use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus and the customer¿s allegation was not confirmed. The evaluation did not find any issues with the device, and it passed all testing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.